Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle five. The patient's ultrafiltration reading was 1288ml, indicating the home patient (hp) drained 1288ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the logs. The cause was determined to be a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.